Event description:
The customer reported that the system's application program does not start, and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The program started to work properly. The system was tested and found to be working as intended and put back into service.